Event description:
Coronary dilatation balloon broke and stuck in angiographic sheath. Balloon popped and was unable to be taken out of sheath. Angiographic sheath needed to be removed with distal balloon end stuck in lumen. Nothing retained in pt, procedure appeared to progress as planned. There was no harm to the patient.